Event description:
Customer reported device has been reading high for a couple of days. Customer has had device about a week. At 10:30 am, device = 264 mg/dl. Customer took 20 units of insulin. Customer felt weak, woobly, and passed out. Customer then ate lots of candy, graham crackers, and apple juice. Customer tested with a different device and results are 100 points less than the amount of the current device used, however value was not provided. No treatment was received. No controls were used. A request was made for return product and replacement product was sent.